Event description:
Customer reported a hospitalization due to low blood glucose. Customer stated that he crashed and was hospitalized. His kidneys are trapping the insulin and dumping it at once. The paramedics were called and they could not wake him; the customer was transported to the hospital. The customer has a kidney issue. The current blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.